Event description:
Customer contacted alaris technical support for assistance with an event log review. Stated the system alarmed for communication error and the user had changed the programming multiple times. No patient harm reported and no medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
No product was returned for evaluation. The event logs from the concomitant pc unit were reviewed and confirmed a channel disconnect error occurred (B)(6) 2011 at 2:58 pm during an infusion of insulin. Within seventeen seconds, the pump module reconnected and was restarted by the user. On (B)(6) 2011 at 7:02 am, another channel disconnect error occurred while in the delayed start mode. No additional infusions were run on this system following the last disconnect. Because the device was not returned for evaluation, the cause of channel disconnect was not identified; however, information from the evaluation of the returned concomitant devices suggest a relationship to an iui connector issue.